Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified. The test port pins were replaced to remedy the problem. No emerging trend based on similar reports.